Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states their levels had been as high as 750mg/dl. The customer attributes the highs to not having realized that they did not connect to the pump. The customer attributes the highs to having also received cortisone shot. The customer states they were hospitalized for a couple hours. The customer states they would be speaking with trainer and doctor about it. No further assistance provided at this time.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
A follow up was made to the customer's father, and he stated that the customer continued experiencing high and low blood glucose levels. However, the hcp made adjustments to the pump settings, and the customer has been doing well since the changes were made. Troubleshooting was declined by the father.